Event description:
Reportable based on device analysis completed on 29feb2024. A 260 cm .035 w/c tip back-up meier guidewire was selected for use. Upon unpacking, the device could not be pulled from the back end. After the tip of the wire was out, it was found stretched and could not be used. The procedure was completed with another of the same device. No complications were reported, and the patient was stable. However, device analysis revealed that the guidewire tip was detached from the bald weld.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for the analysis. It was possible to see that the guidewire was stretched at the distal tip and coil wire sections. Additionally, it was discovered that the tip was detached from the bald weld.